Event description:
It was reported that a phoenix catheter was used in a therapeutic peripheral procedure in the sfa. During removal, the catheter got stuck on a non-philips guidewire, and removed together. A separate guidewire was used to regain access to the lesion with no patient injury reported. This product problem is being submitted because the phoenix catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. A6: patient race not provided. C: not applicable for this device. D4: serial # not applicable for this device. D6 and d7: not applicable for this device. H3 and h6: the phoenix catheter was discarded, thus no returned product investigation was performed. H7, h9 and h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.